Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was confirmed to be over 7 years old. It is likely that the prolonged usage of this device over this span contributed to the event. However, the actual fractured portion was not received back, making additional analysis on this component impossible. Conclusion: the root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported that; during surgery, the surgeon held a rod using the rod rotation forceps. When the surgeon released hold of rod, the screw of the joint in the rod rotation forceps broke. Therefore the surgeon changed the rod rotation forceps to another forceps.

Event description:
It was reported that; during surgery, the surgeon held a rod using the rod rotation forceps. When the surgeon released hold of rod, the screw of the joint in the rod rotation forceps broke. Therefore the surgeon changed the rod rotation forceps to another forceps.